Manufacturer narrative:
(B)(4). Event is still under investigation.

Manufacturer narrative:
The actual complaint product was not returned; however, 13 unopened and unused devices were returned. A dimensional verification, and a review of the complaint history, quality control (qc) and trends were conducted during the investigation. Per specification, there is a 100% inspection, verifying the solder on the connections have a good even flow of solder, are not sharp or rough with no evidence of grinding. It is also verified that the distal tip has specified weld or solder and is secure, rounded smooth, not sharp or offset and when applicable, that the tip solder has no visible holes the thirteen unopened and unused devices met our current specification. However, as the actual complaint device was not returned, we are unable to determine with certainty the root cause for this reported difficulty we have notified the appropriate internal personnel and will continue to monitor complaints for similar events per the quality engineering risk assessment (qera), no risk mitigating actions are required.

Event description:
During a left iliac stenting procedure on a (B)(6) male patient with pre-existing CABG, diabetic, pacemaker and dialysis, the user was inserting a sheath over the wire and the top of the wire broke. As the images and ultrasounds that were taken were both negative, the decision was made for the tip of the micropuncture wire to be left in the body of the patient. No additional procedures were performed. Physicians determined it was more risky to try to retrieve the device portion. The patient and family are aware of this event.